Manufacturer narrative:
Device code (B)(4) is no longer applicable to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a device manufacturer representative on 2019-feb-04. It was reported that the only alarm sounding was the motor stall alarm. The patient's weight was unknown. The pump had been permanently shut off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at 1.818 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the doctor's office staff "thought they heard the patient's pump alarming"a non-critical alarm which had started on (B)(6) 2019. The patient was going to the clinic on (B)(6) 2019 to have the pump checked. No patient symptoms were reported. Additional information was received from a healthcare professional (hcp). It was reported that a motor stall occurred on (B)(6) 2019. Tube set also was noted. The patient was not in any pain, so they wanted to permanently turn the pump off. No further issues were reported or anticipated.